Event description:
It was reported that a home patient (hp) experienced a high drain alarm on a homechoice (hc) device after peritoneal dialysis (pd) therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. The alarm occurred after therapy. The therapy logs indicated that the hp had an ultrafiltration during cycle 6 of 2036ml. Nothing unusual was identified during troubleshooting for the alarm. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new device arrives. The hp reported feeling overfull and bloated, but there was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. No abnormalities were identified during internal/external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. The pneumatic system was working within specification limits. A simulated therapy was performed and passed with no issue noted. The problem was not able to be duplicated during the device evaluation. However, an event history log review confirmed the reported high drain alarm. Furthermore, the logs indicated that the hp¿s drain volumes meet the criteria of an increased intra-peritoneal volume (iipv) event. The cause of the problem was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.